Event description:
Routine complaint investigation when a consumer reported inappropriately mistreating themselves based on guesswork because of continued use of a blood glucose meter displaying a missing segment. The alleged mistreatment continued for a week and resulted in an emergency room visit for a hyperglycemic event. The consumer received instruction to call medisense's customer support center for 24 hour assistance.